Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one vacora probe and detached syringe assembly was returned for evaluation. During visual evaluation, the sample appeared to have blood residue on the needle. The cannula was retracted thus exposing the sample notch and the syringe was detached from the tubing. Dimensional observations were done for the tubing set and syringe. The os dimensions for both tubing set and syringe were within the specified dimensions. Functional testing was not performed due to the nature of the complaint. Therefore the investigation is inconclusive for the reported tube detachment, as functional testing was not performed. Two photos were also provided and reviewed. First and second photo shows the vacora probe with tubing set detached from the syringe and blood was noticed at the connecting end of the tubing set. Therefore, based on the photo review, the reported failure tube detachment could not be confirmed on the findings no conclusion can be made. A definitive root cause for the alleged tube detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an breast biopsy procedure, the tube allegedly detached from the device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an breast biopsy, the device tube allegedly detached from the device. The procedure was completed using another device. There was no reported patient injury.